Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose/flush drive support disk. The device had minor scratches on the lcd window, scratched reservoir tube window, and cracked reservoir tube lip.

Event description:
Customer reported via phone call, he was changing the set and the insulin pump was alarmed motor error during prime. Customer stated it looked like the piston was stuck on the reservoir but it isn't stuck any longer but it alarmed motor error again. Customer's blood glucose was 191 mg/dl. Troubleshooting was performed. The device was not exposed to an MRI or strong magnetic field. Customer does use the sensor feature and was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. He agreed to return the device for further analysis.